Event description:
While being used for an ECMO procedure, the roller pump stopped with an alarm, while in use on a pt. The pressure transducer was recalibrated and pumping resumed. After 15 minutes of operation, the pump stopped again; this time it was noticed that the IV line to the pressure transducer was kinked.

Manufacturer narrative:
After that was corrected, pumping resumed without interruption. There was no pt injury.